Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 973791. Visual inspections & results: lockout position, n/a; cartridge condition, n/a and cartridge return batch number, n/a. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good and was instrument cycled, no. Analysis conclusion: based upon the info rec'd and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the cin was contacted directly by the customer. It was reported the device was used during an unk procedure. It was reported the device was given to the materials manager labelled "misfired". There is no other info available regarding the event. There was no consequence to the pt.